Event description:
Electrode was being used for therapeutic ablation in the liver. After fifty minutes of successful ablation, the procedure was stopped and second degree burns were noticed at both legs at the grounding pads. Co's attempts at obtaining additional info from the user have been unsuccessful to date.